Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call of customer hospitalization for high blood glucose levels. The mother states the device alarmed for no delivery. The mother states the battery was taken out for 20 minutes to try and clear the alarm, but they were unsuccessful. The mother states it was a user error not a pump issue. The customer's blood glucose level at the time of incident was 137mg/dl. The customer's blood glucose level at the time of no delivery was 280mg/dl. Troubleshoot was conducted. The customer was advised that set may have been occluded. The mother will be calling back with set information. No further assistance provided at this time.